Event description:
It was reported that "fluid was leaking around central line site, vasopressor was running through this lumen and patient was hypotensive. When vasopressor moved to different port patient bp normalized quickly." The report further states, "minor harm to patient as peripheral lines x3 were started as a result of losing the central line and there was a drop in bp that was rectified once peripheral lines started. Additional information provided states "patient had an acute drop in bp that was not responding to pressors. The drop occurred when the lumen used for pressors were switched. When they moved it from the distal and proximal lumens to the medial, the patient bp responded immediately. It was a triple lumen femoral line that was in place. Possible interstitial pressors treated with phentolamine, no further evidence of vesicant damage to tissue documented." Further information received reports "bp prior leak at 0005 was 108/49 map 68, bp at time of leak was unobtainable systolic/31 map 41, bp post leak at 0400 was 126/52 map 73. Patient's bp was stable up to this point on pressors." The patient remains in the ICU unrelated to the incident.

Manufacturer narrative:
(B)(4). .

Event description:
It was reported that "fluid was leaking around central line site, vasopressor was running through this lumen and patient was hypotensive. When vasopressor moved to different port patient bp normalized quickly." The report further states, "minor harm to patient as peripheral lines x3 were started as a result of losing the central line and there was a drop in bp that was rectified once peripheral lines started. Additional information provided states "patient had an acute drop in bp that was not responding to pressors. The drop occurred when the lumen used for pressors were switched. When they moved it from the distal and proximal lumens to the medial, the patient bp responded immediately. It was a triple lumen femoral line that was in place. Possible interstitial pressors treated with phentolamine, no further evidence of vesicant damage to tissue documented." Further information received reports "bp prior leak at 0005 was 108/49 map 68, bp at time of leak was unobtainable systolic/31 map 41, bp post leak at 0400 was 126/52 map 73. Patient's bp was stable up to this point on pressors." The patient remains in the ICU unrelated to the incident.

Manufacturer narrative:
(B)(4) complaint verification testing could not be performed as no sample was returned for analysis. The actual lot number was unknown; therefore, a device history record review was performed based upon two potential lot numbers reported by the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results. Other remarks: n/a corrected data: n/a